Manufacturer narrative:
Product ID 3778-45, lot# v830893014, implanted: (B)(6) 2012, product type lead; product ID 3778-45, lot# v 810836026, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient felt a shocking or jolting sensation while walking near a department store that had a lot of speakers. The patient felt an increase in stimulation and an amplitude change. The patient reported that this was also happening at her house in the bathroom. The patient reported that she did use the increase button on the patient programmer. The patient reported that she felt an increase in pain on her lap and knee when the stimulation was off. When the stimulation was on the pain was resolved. The patient had an appointment scheduled with her physician on (B)(6) 2012. Additional information has been requested, but was not av available as of the date of this report.